Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the programmer displayed the elective replacement indicator (eri) message indicating that ipg was approaching end of life. Ipg is still providing therapy. It was noted that all programs utilized burst programming with high settings. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that ipg had reached end of life (eol). Surgical intervention was undertaken wherein the system was explanted to address this issue.